Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that rv lead dislodgement with loss of capture was observed. The lead was explanted and replaced. The patients condition was stable after the event.